Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging lung disease. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be requested at this time. If any additional information is received, a supplemental report will be filed.

Manufacturer narrative:
Device evaluation has been completed. The following fields has been updated in this report. The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging lung disease. There was no report of medical intervention. Evidence of sound abatement foam degradation/breakdown was observed in this device. Manufacturer also observed customers humidifier heater plate did heat. Manufacturer observed the sound abatement degraded foam indications black substance, consistent with sound abatement foam degradation, was observed on the outside bottom of the blower box and was stuck to it, tiny black pieces of a black substance, consistent with sound abatement foam degradation, were found on the bottom of the enclosure. During the evaluation external examination of the device, including the interior of the iso port on the side panel and the air inlet/filter recess. Applied power with the returned power supply and power cord when available or with a known good pil power supply and power cord. Inserted sd card to collect available patient compliance and settings data for care orchestrator. Used service test tool suite to collect the error log and time meters. If time meters both read 0 hours, machine hours were collected from the device¿s information menu in provider mode. Initiate therapy to verify airflow is generated. Internal examination of the device, including the removal of upper enclosure. Removal of pca. Removal and inspection of the blower box assembly, remove blower box cover, remove blower and inspect for evidence of sound abatement foam degradation/breakdown, examine interior of blower box for evidence of sound abatement foam degradation/breakdown, physically examine sound abatement foam in the airpath. Dust-like contamination at the air inlet, on the pca, in the blower box and throughout the inside enclosure. Missing segments in lcd (liquid crystal display) screen. Potential insect infestation on pca and in bottom enclosure. Possible insect infestation in humidifier. Potential mineral deposits inside water tank. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 32 error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. The manufacturer observed dust contamination and water marks in the device and are consistent with being from an external source. In box g: date received by mfg. Has been updated. In box h: problem code grid, evaluation method code grid, evaluation results code grid, component code grid and conclusion code grid has been updated.